Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A product expereince report received on (B)(6) 2018 stated that this lead was previously connected to a device that was explanted on (B)(6) 2018 due to infection. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)